Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced a persistent pain at her scs ipg site since it was implanted. The patient stated the pain fells as if the ipg is sitting a nerve. The patient underwent a spinal fusion approximately two years ago and has not used her scs system since. The patient recently visited to emergency room because of the pain at her ipg site, and she was advised to have her scs system removed. Surgical intervention may be undertaken at a later date.